Event description:
It was reported that this patient with a 3300tfx 19mm aortic valve, implanted for five (5) years and 11 months, is being evaluated for a valve-in-valve procedure due to stenosis and regurgitation. Tavr procedure not planned.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Based on the limited information available, the root cause of this event cannot be determined.

Event description:
It was reported that this patient with a 3300tfx 19mm aortic valve, implanted for five (5) years and 11 months, is being evaluated for a valve-in-valve procedure due to severe stenosis and regurgitation. Tavr procedure was not planned.